Event description:
It was reported to nova biomedical that a consumer received a result of 120 mg/dl on their blood glucose meter. The consumer did not believe the 120 mg/dl to be an accurate reading because she was feeling low and asked her husband to call the paramedics. When the paramedics arrived, they tested this consumer using their unk blood glucose meter getting back to back results of 30/35 mg/dl. They treated her with IV glucose. It was discovered during this call, the consumer is storing her test strips in an area which is against our directions for use and may affect the integrity of the test strips. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.